Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the device was not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record. Engineering evaluation noted that the revision reported was likely the result of the polyethylene tibial insert either disengaging from the tibial tray or wearing severely, leading to articulation of the femoral component and tibial tray directly.

Event description:
Revision due to alleged issue with locking mechanism that caused metal on metal wear.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the device was not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record.

Event description:
Revision due to alleged issue with locking mechanism that caused metal on metal wear.